Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer observed that the integrated multi-sensor technology (imt) diluent was empty. The customer replaced the imt diluent and primed it. Upon a siemens customer service engineer (cse) specialist's recommendation, the customer replaced the diluent cap. The customer ran calibrations, which were acceptable. The cause of the discordant, falsely elevated sodium results and the discordant potassium and chloride results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on five patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The patient with sample ID (B)(6) was admitted to the hospital based on the initial high sodium result and was administered intravenous dextrose solution and the patient with sample ID (B)(6) was admitted to the hospital and rehydrated. New samples were obtained from the patients with sample ids (B)(6) and resulted lower. The initial samples from all patients were repeated on an alternate dimension exl instrument and resulted lower. The corrected sodium results from the alternate dimension exl instrument were reported to the physician(s). The customer also stated that potassium and chloride repeat results differed from the initial results, but did not provide patient information or data. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and the discordant k and cl results.